Event description:
Additional information was received on 04-jan-2017 from a consumer and it was reported that the patient still had not found a healthcare professional to refill his pump. The patient thought that his difficulty in finding a new pump managing physician was due to his history as his injury was caused by being shot in a drug deal. The patient needed the pump filled because he was continuing to experience symptoms. The patient had had ¿major changes¿ to his stiffness and he was in so much pain it was unbearable. He also had diarrhea. Telemetry strips with an examined date of (B)(6) 2016 indicated that the pump was delivering baclofen (500 mcg/ml at 80.10 mcg/day), bupivacaine (20 mg/ml at 3.204 mg/day), and morphine (1 mg/ml at 0.1602 mg/day).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen and morphine, dose and concentration not reported via an implantable pump. The indications for use were intractable spasticity and spinal cord injury/spinal cord disease. It was reported that the patient was initially hearing the non-critical single tone alarm but was now hearing a different alarm. The patient had been hearing an alarm for about a week and a half. The patient¿s pump went empty because he was dismissed from his healthcare professional¿s office for refusing a drug test. The patient stated he refused to do it at that moment because he was late to pick up his kids. The patient was experiencing symptoms of withdrawal. The patient had stiff legs, was irritable, unable to sleep and fidgety. The patient stated he is unable to find a new healthcare provider.

Event description:
Additional information was received from a consumer (con). It was reported that the patient informed his healthcare professional (hcp) before his last refill that he was running late to pick up his kid and that he could re-schedule his refill. His hcp said no and filled his pump that day and then asked for a drug test afterwards. The patient explained to the hcp that he could not stay around as he had to go pick up his daughter. The patient reports that since this every doctor he had contacted denied to service his pump. The patient had been suffering from severe pain, spasticity, and withdrawals for the past 3 weeks and reported that their body was going through changes and it was very scary. The patient's critical alarm had been going off for almost a month.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.